Event description:
On (B)(6) 2024, it was reported that during multiple laparoscopic hernia procedures, the thread detached from the needle. Additional information received on 13 aug 2024 indicated that the breaking of the thread required intervention, which extended the operation time by over 30 minutes.

Manufacturer narrative:
Sterile samples from the reported lot, including the actual devices, were not returned for visual review or testing. Without the actual reported devices, magnified photos of the devices, or detailed information on the method used to remove the device from the packaging, preoperative preparation of the device, tools used to grasp the devices, details of the procedure performed, or the surgeon¿s technique, a definitive root cause cannot be determined at this time. Review of labeling 03-5634r4: precautions: the quill¿ device contains a loop end and barbs to anchor tissues and does not require knots to approximate opposing edges of a wound. Tying of knots on the barbed section of the material will damage the barbs and potentially reduce their effectiveness. For the device to function properly, quill¿ device must first be anchored in the tissue by the deployment of the loop around robust tissue, then with the other subsequently engaged in the tissue by the barbs. Additionally, when completing placement of the barbed segment, an additional backstitch or bite of tissue lateral to the end of the incision is required to lock the quill¿ device in place. Avoid contacting the quill¿ device with other materials (e.g. Surgical gauze, drapes, etc.) In the surgical field to prevent ensnaring on the barbs. If the barbs catch, carefully pull the material in the opposite direction of the straight needle to disengage it from the barbs. When using the quill¿ device subcutaneously, the device should be placed as deeply as possible in order to minimize erythema and induration normally associated with absorption. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with quill¿ device. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Users should exercise caution when handling surgical needles to avoid inadvertent needle sticks. Discard used needles in designated biohazard ¿sharps¿ containers.